Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the batteries to resolve the issue. Unrelated to the complaint issue, the fse also replaced the cable clamps and then performed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
During preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the "battery runtime" test. There was no patient involvement and no adverse event was reported.